Event description:
Knee joint empyema: a patient received one synvisc injection into an unspecified knee joint in 2001. The next day, the patient experienced empyema and swelling of the injected joint. The patient was treated surgically with arthroscopy and lavage. Patient was hospitalized for three weeks following the procedures. Synvisc therapy was discontinued. The patient recovered from the adverse events. Arthroscopy and lavage.